Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: outcomes using a single tapered dilator for micra leadless pacemaker implant. Indian pacing and electrophysiology journal. 2020. 20.105-111. Doi.org/10.1016/j.ipej.2020.03.001. Information references the main component of the system. Other relevant device(s) are: brand name: micra,model #: mc1vr01-delsys/ expiration date: unknown/ serial#: unknown, UDI #: asku, device available for evaluation: no, dev rtn to MFR? No, device mfg date: unknown, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding leadless implantable pulse generator (ipg) implants. The article reports one patient who experienced a pseudoaneurysm of common femoral vein which was managed conservatively. The status/disposition of the leadless ipg appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.